Event description:
Caller reported that a malfunction alarm occurred on their pump, and the malfunction code was identified as malf 8. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support sent a replacement pump and instructed the customer on how to store the malfunctioning pump and return it to tandem using a pre-paid label. The customer was informed of the steps to take upon receiving the replacement pump, and acknowledged the instructions provided.